Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient was wearing a pod between 4 and 24 hours their blood glucose level had rose to 300 mg/dl. In addition it was discovered that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. As treatment, the patient applied a new pod.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed, the needle completely retracted, and the pink slide insert was visible in the viewing window. The downloaded data indicates that the pod completed both its first and second priming sequences and ran for 205 pulses. No damages or defects were found with the needle mechanism. The needle mechanism was reset and was re-deployed. All needle mechanism components appeared normal both before and after reset and re-deployment, and the needle was able to re-deploy as intended. There were no problems found that would cause the reported event. The exposed portion of the soft cannula was observed to be kinked. The distal tip of the soft cannula was observed to be damaged, the cannula measured within specification and fluid was seen successfully following through the fluid path. There were no tears found in the soft cannula and fluid was observed exiting the distal tip of the cannula. No other damages or defects were found along the fluid path. The cause and timing of the damage could not be conclusively determined. The downloaded data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin.